Manufacturer narrative:
See regulatory report # 3004209178-2018-10479. For other implantable neurostimulator (serial # (B)(4)) involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported when the patient first got home from the hospital after the inss were replaced, the patients ins battery levels were very low and it took a very long time to get them charged. It was reported even if they went down to half charge it took a long time to charge it so the patient tried to avoid it. The caller also mentioned the recharger belt was "a joke" and they used a thin trouser sock for the antenna during charging instead which worked better than the recharging belt. The caller asked if the design for the recharger belt had been improved. No symptoms or complications were reported or anticipated.